Event description:
Facility equipment tech reported pt (pt) receiving hemodialysis on the baxter 550 device. Healthcare professional (hcp) informed tech device was set to remove .7kg ultrafiltrate (uf) and .5 hours into the treatment hcp noticed 3.0kg uf had been removed. No alarms were reported by the hcp to the facility tech. Pt treatment was stopped, blood was flushed back to the pt and pt was placed onto another baxter 550 device to complete treatment supplemented with fluids to offset what had already been removed. Following treatment, pt dry weight was 1.5kg below desired weight. Pt was asymptomatic during both therapies. No medical intervention and no pt injury resulted from this event per tech. No clinical and/or variance report was completed. Tech also stated that it may have been an operator issue, but this was not confirmed. No further info was available from the hcp.